Event description:
It was reported that in revision surgery the inlay of the patient had wear and tear after 25 years. After that, it was performed a change of the inlay. The cup and stem remained in place. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
It was reported that, a revision surgery was conducted due to wear of the liner after 25 years of implantation. The bicon insert, used in treatment, was exchanged. After explantation the insert was given to the patient and is therefore not available for investigation. Therefore, the reported failure mode cannot independently be confirmed. The part and batch of the insert are available. A review of the complaint history of the bicon insert revealed no additional complaint for the batch in question. The complained device was manufactured in 1994. Due to the age of the device only parts of the DHR could be identified. However, based on the age of the device and the fact that there are no additional complaints for the batch in scope, it is concluded that a manufacturing or material related issue could not have contributed to the reported case. The IFU (lit. No. 12.23 ed) lists abrasion of implant surfaces as a known possible side effect resulting from a hip arthroplasty. A review of the risk management documentation verifies the failure mode and severity of the reported issue. A medical investigation could not be conducted as no relevant documentation is available. However, it can be concluded that the reported event is not uncommon after 25 years of implantation and is not associated with a malfunction of the device. The need for corrective action is not indicated. Nevertheless, smith + nephew will continue to monitor this device for similar issues. The complaint will be reopened should the devices or additional information be received.

Manufacturer narrative:
Report was inadvertently submitted under manufacturer number 1020279 but the correct manufacturer number is 9613369.